Event description:
It was reported that the home patient (hp) had a connection issue, as one bag had disconnected. The hp stated that they had not tightened the connection when they were doing the setup. The technical service representative (tsr) assisted the hp to end therapy as requested. There was no adverse event was indicated in association with this report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The hp stated that they had not tightly connected the bag during set up, which is a user error. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.